Event description:
It was reported that the procedure was to treat a moderately tortuous mid left anterior descending artery. A 2.75 x 28 mm xience prime stent delivery system (sds) was being advanced to the lesion for direct stenting when the sds could not cross the lesion and was removed from the anatomy. There was resistance with the anatomy advancing and removing the sds. Pre-dilatation was performed with a 2.25 x 25 mm unspecified balloon catheter. Another 2.75 x 28 mm xience prime was advanced to the lesion and was successfully implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the sds could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Based on the reviewed information, no product deficiency was identified.